Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 31 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The site was grafted. The clinician reported pain, implant mobility, inflammation and bleeding in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.